Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed an end-of-life (eol) battery status. The monitoring voltage was 2.66 volts with a charge time of 35.8 seconds. At the previous follow up, the monitoring voltage was 2.82 volts with a charge time of 13.6 seconds. The patient did not hear beeping tones for eri; the patient had not undergone any radiation therapy or an MRI. A guidant technical services consultant discussed that while an extended charge time during middle-of-life is expected device behavior, this increase in charge time over three months to reach eol was not normal. The device was explanted and replaced with another guidant ICD.